Manufacturer narrative:
Device evaluation: we received one device for investigation. Visual inspection performed and device was received in with a cracked/bowed front panel, cracked cover with input manifold loose on the bottom of the chassis, all small knobs broken and missing end caps, and top case also had multiple cracks. Multiple damages were found during investigation. Frequency and tidal volume values were also found to be out of tolerance. The physical impact to the device and frequency control knobs loose from the spindle due to user interface. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
B3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the values were "off" and the device had physical damage. Patient involvement is unknown.